Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient's controller switches from one battery to the other one before batteries are down to 25%. An elective controller exchange was performed and it was stated that there were no consequences or effect on patient.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events.  The controller and battery ((B)(4)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). Heartware has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. These batteries involved in the power switching events are part of three separate complaints, (B)(4) will be evaluated under (B)(4), (B)(4) will be evaluated under (B)(4). (B)(4) were analyzed under (B)(4) and the results revealed that the batteries met specifications. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Additionally, it was noticed that the real-time clock (rtc) was reset to zero (year 2000). Supplemental testing performed indicated that real time clock battery was in good conditions and that the charging subsystem worked properly. After reprogramming the date and time, and allowing the controller to charge the real time clock battery, the controller was able to retain the date and time. This finding is not related to the reported event. The most likely root cause of this observation can be attributed to an extended period of time where the controller was not connected to an external power source. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR? And evaluation codes have been updated accordingly. It was reported that the patient was experiencing power switching events. The controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving batteries ((B)(4)). The manufacturer has opened an internal investigation to evaluate controller intermittent disconnections identified on smr-loaded controllers. Additionally, it was noticed that the real time clock (rtc) was reset to zero (year 2000). Supplemental testing performed indicated that real time clock battery was in good conditions and that the charging subsystem worked properly. After reprogramming the date and time, and allowing the controller to charge the real tim clock battery, the controller was able to retain the date and time. This finding is not related to the reported event. The most likely root cause of this observation can be attributed to an extended period of time where the controller was not connected to an external power source. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. These batteries involved in the power switching events are part of three separate complaints, batteries ((B)(4)) will be evaluated under (B)(4) (MFR# 3007042319-2016-03135). Battery ((B)(4)) will be evaluated under (B)(4) (MFR# 3007042319-2017-00094). Batteries ((B)(4)) were analyzed under (B)(4) and the results revealed that the batteries met specifications (MFR# 3007042319-2016-02908). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Corrected data: returned to manufacturer.

Manufacturer narrative:
Additional information was received and (B)(4) was added to this complaint. Analysis on the log file was performed and identified (B)(4) as being associated with power switching events. A full evaluation is in-progress. (B)(4) - MFR date:2015-11-30, exp date-2016-11-30 returned date 03-20-2017. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.